Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging that her one touch ultra meter was reading inaccurately low. The patient reported the meter issue began on approximately one day earlier, at about 5:00 pm. The patient obtained results of 126, 366, and 119 mg/dl. Ater the reported issue, the patient reported having blurry vision. The patient went to the emergency room on three weeks prior to original date, at approximately 5:00 pm. Her blood glucose was tested and the result was 543 mg/dl. She was treated while in the hospital with IV fluids. It would have been helpful to know the patient's medication regimen, her testing frequency, and the dates/times of the meter results provided. The complaint is reported as the patient alleged inaccurate low results and was later found to be hyperglycemic, which required medical intervention. Replacement products have been sent.